Manufacturer narrative:
The device has not yet been returned to ventec for an evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
A third party service provider reported to ventec that their device was displaying "patient circuit disconnect" alarm. There was no patient involvement.

Manufacturer narrative:
Corrected information for supplemental medwatch report 002. Section b5, describe event or problem of the initial medwatch report stated: a third party service provider reported to ventec that their device was displaying "patient circuit disconnect" alarm. There was no patient involvement. Section b5, describe event or problem of the initial medwatch report should have stated: a third party service provider contacted ventec to report that the ventilator measured lower peep (positive end expiratory pressure) than set, that its exhaled tidal volume (vte) levels were low and that it was displaying patient circuit disconnect alarm. There were no reports of patient involvement associated with the reported event. Section h10, additional manufacturer narrative, of supplemental medwatch report 001 stated: h6: the device was evaluated by ventec where the reported issue of it displaying a patient circuit disconnect alarm was confirmed. During the device evaluation ventec also observed that the ventilator measured lower peep (positive end expiratory pressure) than set and that its exhaled tidal volume (vte) levels were low. Ventec replaced the internal flow transducer (ift) and external flow module (efm) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift and efm. Section h10, additional manufacturer narrative, of supplemental medwatch report 001 should have stated: h6: the device was evaluated by ventec where the reported issues of lower peep (positive end expiratory pressure) than set, low exhaled tidal volume (vte) levels and displaying a patient circuit disconnect alarm were all confirmed. Ventec replaced the internal flow transducer (ift) and external flow module (efm) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift and efm.

Event description:
A third party service provider contacted ventec to report that the ventilator measured lower peep (positive end expiratory pressure) than set, that its exhaled tidal volume (vte) levels were low and that it was displaying patient circuit disconnect alarm. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it displaying a patient circuit disconnect alarm was confirmed. During the device evaluation ventec also observed that the ventilator measured lower peep (positive end expiratory pressure) than set and that its exhaled tidal volume (vte) levels were low. Ventec replaced the internal flow transducer (ift) and external flow module (efm) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift and efm.